Event description:
Caller reported a malfunction on pump due to a momentary motor skip, typically caused by a high-force impact such as a drop. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted in the process, after which the malfunction code did not recur. Customer was advised to continue using pump and to call back if issue recurs.